Event description:
The customer reported that while the unit was in use on a pt, the unit would not come out of "disconnect mode" and displayed a "leak in iab circuit" message. The pt was switched to another unit and therapy was continued. No pt injury was reported.